Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in a cholecystectomy procedure on (B)(6) 2025, and ¿bags have been breaking from the string and from the seam without use of another instrument like kelly.¿. The procedure was completed with ¿another bag, and sometimes needed to place another trocar¿. Further assessment found "the bag broke and specimen fragments fell into the patient and were retrieved with no injury to the patient¿. Another bag was used and a grasper was used to help retrieve all the fragments. Sterile field was kept intact. Patient was no injured". The wound ¿was considered contaminated¿ and the patient is ¿ok¿ with ¿no change¿ in patient¿s status. There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of wound contaminated by specimen fragments falling into the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in a cholecystectomy procedure on (B)(6) 2025 , and ¿bags have been breaking from the string and from the seam without use of another instrument like kelly.¿. The procedure was completed with ¿another bag, and sometimes needed to place another trocar¿. Further assessment found "the bag broke and specimen fragments fell into the patient and were retrieved with no injury to the patient¿. Another bag was used and a grasper was used to help retrieve all the fragments. Sterile field was kept intact. Patient was no injured". The wound ¿was considered contaminated¿ and the patient is ¿ok¿ with ¿no change¿ in patient¿s status. There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of wound contaminated by specimen fragments falling into the patient.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.